Manufacturer narrative:
E1: Patient city: (b)(6).Patient Country: Turkey.Name: Medtronic MinimedStreet-18000 Devonshire StreetCity- Northridge State- CA Zip Code- 91325.Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.

Event description:
It was reported on 11 Jun 2026, that the patient's infusion set tape failed to adhere due to lack of adhesive. Patient experienced high blood glucose and treated with insulin pen shot.